Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was in the center of the city on a bench and experienced loss of consciousness, the people around called an ambulance. The paramedics treated the patient with 40 mg of g5 glucose IV and took the patient to the hospital. At the hospital they treated the patient with IV glucose and calcium and took a bg reading which was 20 mg/dl and pulse 20. They took a second measurement at the hospital and the cgm was reading 102 mg/dl and the blood glucose reading was 40 mg/dl. After 1 hour they took another measurement and the cgm was reading 103 mg/dl and the blood glucose reading was 298 mg/dl. There was 1 hour between each measurement. The patient was discharged the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.